Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t gen. 5 stat assay ver. 2 and a second patient sample tested with the elecsys hcg + beta test system ver. 2 on a cobas e 411 immunoassay analyzer. The first patient sample initially resulted in a troponin t value of 30.59 ng/l with a data flag. The initial value was reported outside of the laboratory. A second sample collected from the patient 2 hours later was tested twice, each time resulting in a value of < 6 ng/l. The physician then requested a repeat of the original sample and the repeat value was 6.37 ng/l. The repeat value was deemed correct. The second patient sample initially resulted in an hcg+b value of 0.857 miu/ml and this value was reported outside of the laboratory. The physician requested a repeat of the sample because the value did not match the patient's previous hcg+b results, which indicated pregnancy. The sample was repeated on (B)(6) 2022, resulting in a value of 610.3 miu/ml with a data flag. The repeat value was deemed correct. The troponin t reagent lot number was 634806, with an expiration date of september 2023. The hcg+b reagent lot number was 614888, with an expiration date of july 2023.

Manufacturer narrative:
The field service engineer could not determine a cause. All probe positions were checked and were within specification. The mixer was replaced and the mixer speed was within specifications. All system temperatures were within specifications. A system volume check passed. All syringe seals were checked and were in good condition. Performance testing recovered within specifications.

Manufacturer narrative:
The last troponin t and hcg+b calibrations performed on (B)(6) 2022 were ok and there were no alarms. Quality controls appeared to be within range based on the provided quality control data. The customer uses 13 mm. Diameter tubes, but did not use rack adapters required for 13 mm. Diameter tubes. Upon review of the alarm trace, insufficient sample volume and clot pipetting errors were observed. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.